Event description:
It was reported that customer experienced recurrent cartridge alarms during pump load process, including cartridge alarm 20, with consecutive cartridges on in-warranty pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on placing pump into storage mode and returning it within required timeframe, and was informed about need to reprogram pump settings and reconnect continuous glucose monitor; technical support confirmed shipping details and sent replacement pump with updated software while requesting return of problematic pump.